Manufacturer narrative:
One (1) actual sample was received for evaluation. A visual inspection was performed using the naked eye which observed a degraded piece of burned plastic resin inside the tubing. The particulate matter (pm) was further analyzed and the physical state was described as brown in color, the transparency was opaque, texture was hard homogeneity (homogeneous) and the pm was irregular in shape. The reported condition was verified. The cause of the pm was determined to be manufacturing related due to a contaminated die set during the extrusion process. No functional testing was performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) to eight (8) unspecified black particulates (also mentioned to be a potential "bug") were observed in one clearlink continu-flo solution set. The particles were noted to be within the shortest segment that connects to the IV tubing. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.